Event description:
The facility's biomedical technician reported an infusion pump with no downstream occlusion alarm, found during patient use with no patient injury or medical intervention. Although attempts were made by baxter to obtain additional information from the reporting facility, details were not available regarding patient demographics, medication involved or the set up of the infusion device. The hospital rep stated they have no record of any patient incident involving the pump since the last baxter service event. No additional contact information was provided.

Manufacturer narrative:
Evaluation of the device was performed and the reported condition of no downstream occlusion alarm was duplicated.